Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed the visual inspection. The sensor along with the contact pad was broken and the broken part was missing. The attachment file must be looked at for all details. It was not possible to confirm that the customer received the sensor in the condition they stated due to customer returning an opened/used sensor.

Event description:
Customer reported via phone call sensor error alarm on the insulin pump. Customer's blood glucose level was 118 mg/dl. Troubleshooting for sensor error was performed. Customer isig value was 355.70 and they were advised the isig value can fluctuate during the initialization process. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.